Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported that the customer had gone swimming while wearing the insulin pump and that the battery life had been shorter than usual. The blood glucose reading was 237 mg/dl. She stated that the batteries were not previously used and that there was no excessive button pressing or backlight usage. She stated that there was no unattended alarms and that the battery was not expired. She was advised to clean the battery cap. Nothing further was reported.